Event description:
The distributor reported that a hole in the sterile package was identified during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device evaluation: one unused suspect device was returned for evaluation. The evaluation is still in progress. A follow up report will be submitted once the evaluation has been completed.